Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, noise, oversensing and pacing inhibition of greater than 2 seconds. A lead revision was therefore performed. During the procedure, a lead fracture was identified at the suture sleeve, noted to be due to the patient's movement with their left arm. The lead was surgically capped and abandoned, and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.